Manufacturer narrative:
Reference reports: 1221359-2021-00736 through 1221359-2021-00741. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot 1013683, test base part number 190-430/ lot 1013683 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013683 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on an unknown date. This MFR. Report addresses patient 7 of 7. The customer reported a false positive result with the ID now covid-19 assay performed on a direct tested nasopharyngeal copan flocked swab. Repeat testing was not performed. Confirmation testing on a new swab with thermo pcr generated negative results; CT values not provided. A second sample was obtained to perform another test for detecting a covid variant + covid-19 antibody test performed. A negative result was obtained for each. The customer stated the patient was symptomatic and tested positive for covid-19 in (B)(6) 2020. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.